Manufacturer narrative:
The device was returned with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of a damaged cannula. The download data from the returned pod showed that an 0x6a occlusion alarm had been generated by the pod. No timeouts or drive stalls occurred during pod operation, however pulse width increases were observed in the download data. The bottom battery voltage was measured to be lower than expected. All attempts to establish a connection with the master pdm and reset the device were unsuccessful. The pod was unable to be rerun and shelf mode current was unable to be measured. The cause of the low bottom battery voltage could not be conclusively determined. It could not be determined when the bottom battery voltage depleted or if the low battery voltage contributed to the alarm. The exact cause of the 0x6a alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found to be dislodged and bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.